Event description:
It was reported that the pump touchscreen would trigger pump actions when no touch inputs were made at times. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.